Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose but the customer did not provide their blood glucose value. The customer stated that they ate too much candy and did not give themselves enough insulin. The customer suffered from gastroparesis and had symptoms of nausea and vomiting blood. The customer refused to be checked in a hospital. The customer believes that their insulin was too warm because the device was in their pocket which may have caused the issue. It took 24 hours for the customer to gain control of their blood glucose levels. The customer was not transferred to the help line for assistance.